Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial #(B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was having reprogramming session done during the report. It was stated that the patient had leads that were subcutaneous and not epidural. The implantable neurostimulator (ins) was programmed as follows: program 1: 9.8v, 1000us, 5hz, 756 ohms; program 2: 2.6v, 1000us, 5hz, 364 ohms. It was stated that electrode impedances showed out of range results for electrodes in combination with 2, 3, 4, 5, 7, they showed >10,000 ohms. This was reportedly on left lead. It was also reported that it was not possible to adjust stimulation. The display showed "call your doctor" icon and an oor (out of regulation) condition. It was stated that the patient was having oor message on patient programmer. It was reported that the ins was reprogrammed on the day of the report from 68hz to 5hz. Two days later it was reported that it was just programming issue. After the electrode configuration and parameters were changed, everything was fine. The patient was getting good coverage and impedances returned to normal range.

Manufacturer narrative:
(B)(4).